Manufacturer narrative:
First report of the use of long-tapered sirolimus-eluting coronary stent for the treatment of chronic total occlusions with the hybrid algorithm. Doi: 10.1002/ccd.27539. Age or date of birth= average age, sex= majority gender, date of event= date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
This study reports the use of long-tapered sirolimus-eluting coronary stents for the treatment of chronic total occlusions with the hybrid algorithm. This is a retrospective analysis of 100 consecutive patients undergoing chronic total occlusion recanalization following the hybrid algorithm. Conventional stenting (drug-eluting stents (des)) was performed in 40 cases using resolute onyx devices and a number of non medtronic devices to treat lesions located in the rca, lad, and rcx vessels (2.25mm-4.0mmx38mm). An additional patient in the alternative stenting "long tapered des" group was also treated with a resolute onyx stent in addition to the long tapered non-medtronic des device. Clinical outcomes included peri-procedural mi, dissection ,cerebrovascular accident, cardiogenic shock and target vessel failure requiring repeat vessel revascularization.